Event description:
It was reported the rv lead was explanted and replaced due to lead fracture, non-capture and unacceptable pacing thresholds. The atrial lead was electively explanted and returned at the same time as the rv lead and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.